Event description:
It was reported a patient presented to the emergency room. The patient's atrial lead was under-sensing and p-waves were not being seen. A chest x-ray revealed dislodgment, which led to the sensing issue and loss of capture. The lead was revised in a procedure on (B)(6) 2025 and the patient was stable.

Manufacturer narrative:
Correction: b6.